Event description:
Procedure type: ventral hernia repair. According to the reporter: hole occurred in the implanted product. Current pt status: re-operation with new mesh implanted. There was no unanticipated tissue loss. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).